Event description:
Customer reported on (B) (6) 2010 that due to a delivery issue involving a replacement meter, she was unable to test her blood glucose and subsequently experienced difficulty thinking clearly and had a "weird" taste in her mouth. Customer self-presented to a local emergency room twice within a five week period. Actual dates of visits to the emergency room were not provided. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type. Customer also noted she self-treated with her usual diabetes medication, lantus insulin and also drank copious amounts of water. There was no report of death or permanent injury associated with this event.

Event description:
Reportedly a valve model 3300 tfx, 25mm magna ease was pulled out of the jar ant the mid commissural marker was unfurled from the suture cuff, the marker was trimmed and implanted. No additional information was provided at this time.

Manufacturer narrative:
(B) (4) valve with frayed commissural markers on sewing cuff was implanted, the commissural marker was simply trimmed and implanted. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was not possible due to no lot/serial number was provided. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.